Event description:
Consumer had breast augmentation surgery (second operation; previous operation 10 years earlier). Consumer immediately noted that breasts had not increased in size as requested, and noticed a hook-shaped lump on the side of right breast. Dr informed consumer to continue massage therapy but stated approx six months later that the lump was 'definitely a defect.' Dr refuses to explant/replace implants without money up front, and records on operation are incomplete. Complainant advised to contact state medical board regarding complaints against the conduct of the physician and staff. Complainant has been in touch with rep of mentor corp regarding concerns. Mentor has been in touch with the dr.